Event description:
The pt was undergoing a tibial artery angioplasty. The pt had a 4fr groin sheath insitu and a 4fr 018 savvy 3mmx 4cm angioplasty balloon, which had been placed over a roadrunner guidewire. The vessel had been angioplastied. It was noticed that on withdrawing the wire from the angioplasty balloon that the distal 3cm of the tip had become detached from the main shaft of the guidewire, at the distal tip of the balloon. Fortunately, the detachment was noticed and the detached part of the guidewire was in the distal end of the balloon shaft. As soon as the distal 3cm of the roadrunner guidewire was noticed to be detached, the angioplasty balloon was removed very slowly and carefully. Fortunately, the detached part of the wire remained in the balloon shaft. Unfortunately, the angioplasty balloon was disposed of after the case, but the wire and detached end are available to sent in.

Manufacturer narrative:
Two unopened and unused devices, along with the used and separated complaint device was returned for our examination. An examination of the used device noted a kink visible in the tip of the separated section, which indicates the tip was possibly caught on something and in the attempt to withdraw the wire the section separated. We can advise this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. It should be noted that the provided instructions for use states: "this wire guide is a delicate instrument and should be handled carefully; forceful angulation should be avoided." We will continue to monitor for similar complaints.